Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. Additional information received from the field representative indicated that the ra lead was capped. There were no additional adverse patient effects reported. The ra lead was abandoned surgically.